Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the charged coupled device lens is scratched. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fluid invasion on the device and/or scratches on the lens caused the image issue observed by the customer. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. In addition, the distal end of the biopsy channel and the connector were leaking, two light guide rod lenses were cracked due to handling, the charged coupled device cover lens has a sharp edge that snags due to handling, the distal end cover is cracked due to handling, the bending tube is deformed and the connecting tube is buckled due to handling, the scope body is scratched and the scope cover is cracked due to handling, switch key top 1 is collapsed, the universal cord is buckled due to handling, the scope connector leaks, the electrical connector unit is corroded, and the bending section glue is separated. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the gastrointestinal videoscope image was blurred. This issue occurred at the beginning of a diagnostic gastroscopy procedure. The procedure was completed using the same device. As reported, this contributed to about a 3-minute delay in the procedure while the patient was sedated. As reported, there was no harm to the patient.